Event description:
Laparoscopic cholecystectomy - "scissoring of some of the clips occurred and some did not fully close either. The click was clearly heard. Some clips could easily be removed from the structure. Two clips fell out of the jaw after firing a clip. The clips were successfully removed from the abdomen." Pt status: "ok."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.